Manufacturer narrative:
Mastitis is a secondary complication to an expected side effect and is, therefore, not considered to be caused by the breast pump. The device has been designed according to safety standards and is safe when used according to the directions for use. Device has been requested from the consumer for analysis. Further information june 18, 2019: the device has been returned for analysis. Analysis found the device to perform according to specification. Mastitis is a secondary complication to an expected side effect and is, therefore, not considered to be caused by the breast pump.

Event description:
A lactation expert initially contacted philips because she had proposed the breast pump to a client, but the breast pump shield did not fit the client. The lactation specialist noted that the fit was not due to the massage cushion and resulted in 4 blisters developing on the client's areola. She stated that she proposed this breast pump to her client because the client had mastitis. On (B)(6) 2019, information was received from the consumer. The consumer stated that during the first use of the device she experienced pain both with and without the massage cushion. She claimed that the massage pillow did fit her breast, but it didn't feel good. The pump session was noted to be about 10 minutes and milk was expressed. The consumer used the device for 1.5 weeks, but the pain and wounds got worse and worse. The pain the consumer felt at that time, was a pulling sharp pain, and blisters occurred after the pump session. The consumer claimed that she did not have an infection prior to use of the device, but got a breast infection in both breasts due to use of the breast pump. She went to her general physician and took antibiotics. Now her breasts are healed.

Manufacturer narrative:
Mastitis is a secondary complication to an expected side effect and is, therefore, not considered to be caused by the breast pump. The device has been designed according to safety standards and is safe when used according to the directions for use. Device has been requested from the consumer for analysis.

Event description:
A lactation expert initially contacted philips because she had proposed the breast pump to a client, but the breast pump shield did not fit the client. The lactation specialist noted that the fit was not due to the massage cushion and resulted in 4 blisters developing on the client's areola. She stated that she proposed this breast pump to her client because the client had mastitis. On may 8, 2019, information was received from the consumer. The consumer stated that during the first use of the device she experienced pain both with and without the massage cushion. She claimed that the massage pillow did fit her breast, but it didn't feel good. The pump session was noted to be about 10 minutes and milk was expressed. The consumer used the device for 1.5 weeks, but the pain and wounds got worse and worse. The pain the consumer felt at that time, was a pulling sharp pain, and blisters occurred after the pump session. The consumer claimed that she did not have an infection prior to use of the device, but got a breast infection in both breasts due to use of the breast pump. She went to her general physician and took antibiotics. Now her breasts are healed.